Manufacturer narrative:
D4 correction: lot# is 25147796 h6 correction: device code changed to "fitting problem" internal complaint number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The harvester could not get the jaws into the harvesting cannula after multiple attempts. The harvester claims he was inserting the jaws face up as per the IFU. The device was not used during the case since it could not be assembled for utilization. Another device was used for the case. Case was completed fine. No injuries caused to the patient

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The harvester could not get the jaws into the harvesting cannula after multiple attempts. The harvester claims he was inserting the jaws face up as per the IFU. The device was not used during the case since it could not be assembled for utilization. Another device was used for the case. Case was completed fine. No injuries caused to the patient